Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer left voicemail stating that she is having issues with pen needles. Also reported needle clog during priming. I advised consumer that the pen needle boxes are no longer sealed and the security measure is the tear drop label that covers the needle hub. Consumer was not pleased. Lot #: 0084066, catalog #: 320144, date of event: unknown.

Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer left voicemail stating that she is having issues with pen needles. Also reported needle clog during priming. I advised consumer that the pen needle boxes are no longer sealed and the security measure is the tear drop label that covers the needle hub. Consumer was not pleased. Lot #: 0084066, catalog #: 320144, date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.